Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Checking your blood glucose 4 / page 44: warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 4 / page 36: you should perform a control solution test when: you suspect that the built-in bg meter or test strips are not working properly. You think your bg readings are not accurate or are not consistent with how you feel. You drop or damage your pdm or expose it to liquids. Your healthcare provider advises you to do so. Living with diabetes 11 / pages 118: warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include: several new, sealed pods, extra new pdm batteries (at least two aaa alkaline), a vial of rapid-acting u-100 insulin, syringes or pens for injecting insulin, blood glucose test strips, additional blood glucose meter, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted. Living with diabetes 11 / pages 119: when packing for travel, take more supplies than you think you¿ll need. Be sure to include an additional blood glucose meter and written prescriptions for all medications and supplies. Generic medications may be easier to find than brand names outside your country. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod between 24 and 36 hours. Symptoms reported include not feeling well and high bg levels. The patient's blood levels were monitored and was given insulin and fluids the pod was still worn during the hospital visit. The patient reported that the diabetic nurse advised them that the omnipod personal diabetes manager (pdm) was longer working properly.